Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500bl blurr was received for investigation. Visual inspection identified that the inner rod had broken proximal to the inner hub component. It was determined that approximately 5.6" of the inner rod had broken off. The connection point between the outer tube and the outer hub was noticeably bent. Material analysis indicated that the inner rod met all as-received specifications. As such, the observed condition is consistent with user applied mechanical forces, such as through prying/leveraging against bone/hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a shoulder arthroscopic procedure, when the surgeon was burring the accromium, the burr ar-8500bl, inner blade snapped in half, at the base of the shaver. The broken fragment was isolated to the shaver and the case was complete by using another ar-8500bl without further issue.